Manufacturer narrative:
Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, pump won't run" alarm while in use. The pump was unable to be restarted. The pump was turned off, the cassette was removed and the patient noticed some air bubbles and stated that the bag of medication appeared empty. The air bubbles were removed, the cassette was reattached and the pump was restarted, but the alarm persisted. There was no patient harm.